Manufacturer narrative:
The local area field representative was contacted for additional information. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this implantable right ventricular defibrillation lead exhibited high, out-of-range shock lead impedance measurements. The previous month, impedance measurements on all leads had decreased. A technical services consultant discussed this may have reflected a change in patient condition or medications and recommended the patient re-send device data in a week. If shock impedance measurements are still rising, ts discussed considering delivery of maximum-energy commanded shocks in order to evaluate the system. Additional information received indicated that follow up via remote check later confirmed all impedances were fine. No adverse patient effects have been reported. This lead remains in service.